Event description:
Pt admitted with diagnosis of dehydration, headache and seizure disorder. Pt has a history of cranial deformities including encephalocele. Pt underwent placement of vp shunt shortly after birth at another facility. Pt had been doing well until a couple of days before this admission pt developed vomiting and loose stools. X-ray revealed that the shunt catheter disconnected, all found in the pelvic area. Pt underwent revision and creation of a new ventriculoperitoneal shunt.